Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the cause of the customer reported failure mode cannot be determined. A review of the system logs reveals no errors occurred in relation to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the customer noticed that the sp monopolar curved scissors (mcs) instrument tip was separated and fell off. Upon removing the instrument to check, the customer found some of the accessories were not intact. They were able to retrieve the tip, but some of the broken parts could not be confirmed. The customer then conducted a large amount of irrigation/suction just in case. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the mcs instrument and mcs tip accessory were inspected prior to use, and no damage was found. During the procedure, the mcs tip accessory and fragments from the mcs instrument fell into the patient's body after being used for longer than one hour to dissect tissue. The customer retrieved the fragments but could not confirm if they retrieved all fragments. The customer performed a large amount of irrigation/suction as a precautionary measure. Post-operative tests and additional surgical procedures were not performed. The surgeon did not notice any issues with the functionality of the instrument. The instrument did not collide with any hard materials or other instruments. The instrument was not removed during the procedure (prior to the breakage). Upon final removal of the instrument, the wrist was straightened, and the surgical staff did not feel any resistance upon removal of the instrument through the cannula. Both the instrument and cannula had no other damage after the event occurred. The patient had no injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The procedure was delayed for 10 to 15 minutes.